Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user¿s healthcare provider initiated a switch to u200 insulin and instructed the user to perform a factory reset of the ilet, after which an agent guided the user through the reset, insulin delivery resumed, the ilet app was paired, and the dexcom g7 sensor with code 6946 was in use; blood glucose at the time of the call was 241 mg/dl, and no device alerts or alarms occurred. Symptoms included hyperglycemia. Outcomes included user education and successful troubleshooting with restoration of therapy. Investigation included customer interview and device setup verification. Investigation of this case revealed no device malfunction and no component failure, with performance consistent with expected operation following a factory reset and insulin type change. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.